Manufacturer narrative:
Corrected data: MFR numbers for related events listed in b5 manufacturer's investigation conclusion: the reported event of driveline communication fault alarms was unable to be confirmed, as no log files were submitted for review, and the heartmate3 left ventricular assist system (lvas), serial number: (B)(6), was not returned for analysis. Additionally, a specific cause for the reported events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remained ongoing on heartmate3 lvas, serial number: (B)(6), until they expired on 10apr2024. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
MFR# 2916596-2026-02350 dl fault on 17may2022. MFR# 2916596-2026-02270 dl fault on 08feb2023. MFR# 2916596-2026-02249 dl fault on 02nov2023.

Event description:
It was reported that device interrogation noted repeated defective driveline and communication fault alarms on (B)(6) 2022; (B)(6) 2023; (B)(6) 2023; and (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.